Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 tips melted and the silicone coating split. The case was completed by converting to an open procedure. The product was returned for investigation.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the silicone boot of the cold jaw was peeling and coming off of the jaw. Resistance and jaw force measurements met specs. A functional test evaluating the safety shut-down mechanism of the device was performed using a reference power supply and cable. The device performed according to specs during the device activation. Based upon the eval results, the reported complaint was confirmed for the silicone jaw boot peel. A lot history record review could not be performed as the product lot number is unk. Items marked "ni" are unk to us at this time. (B)(4).